Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the lead dislodged one day after implant. The doctor tried to reposition lead, but was unable to do so after trying numerous stylets. Lead was removed, and there was tissue on helix of lead. A new lead was implanted. No patient complications have been reported as a result of this event.